Event description:
The facility representative reported to baxter (B)(4) a colleague infusion pump with failure code 810:11. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time. This is a report received by baxter (B)(4) on (B)(4) 2011 from a (B)(4) baxter employee. On 18(B)(6) 2011 a healthcare professional from (B)(6) hospital has sent the trm8151 colleague single channel infusion pump device with serial number (B)(4) used for controlling the infusion system due to 810:11 alarm code. The defect was observed in 1 unit. The device is available. There was no patient involvement. There was no injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:11 was confirmed in the pump's event history but not duplicated by baxter service personnel. The root cause of this condition was determined to be wet tubing, as air values were within specification. No repair was necessary to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 5.48.92. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.